Manufacturer narrative:
(B)(4). Retainer ring = black. Customer complained about having failed battery test alarm, moisture damage and cosmetic damage. Pump was received with blank display after battery insertion. Unable to verify failed battery test alarm or perform the functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. Unit was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place. Unit was cut opened, inspected and tested. Pump was received with severe moisture damaged electronic assembly all over the place on both pcb1 and pcb2, motor assembly and on force sensor assembly. Cleaned/dried the moisture damage area and tried again. The pump is still blank. Swapped the pcb1 with a test board and powered up. The problem is still the same. Repeated swapped the pcb2 with a test board. The pump was blank after all. In conclusion, pump was received with blank display due to moisture damaged electronic assembly. Unable to verify failed battery test alarm due to blank display. Moisture/cosmetic damage found.

Event description:
Information received by medtronic indicated that insulin pump had cracked on the back. The insulin pump was exposed to moisture and had insert battery alert. Insulin pump had failed battery alert and there was no damage to retainer ring. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.